Manufacturer narrative:
.

Event description:
It was reported that the fractured stem was discovered on (B)(6) 2015. The revision surgery was performed on (B)(6) 2015.

Manufacturer narrative:
The affected devices were returned and evaluated. In analysis by our research department, it was concluded that the anthology hip stem fractured by the initiation and subsequent propagation of fatigue cracking. The fracture most likely initiated on the superior aspect of the stem. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the stem could not bear the imposed patient loading, which lead to an overload fracture. Fatigue cracking is caused by the stem bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. No material deviations in the stem were found during this investigation. Burnishing was noted on the medial surface of the stem. Cement adhesion was also noted on the stem. Damage to the liner possibly occurred during removal. The threaded portion of a stem inserter was discovered fractured inside the proximal portion of the hip stem. The stem inserter likely fractured during stem removal. Scratches were also noted on the neck of the stem, leading toward the fracture surface. These scratches likely occurred during removal of the stem. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It was reported that a revision was performed due to an implant fracture.